Manufacturer narrative:
(B)(4). The hh11bex device was received in good physical condition. The probe was connected to a test holster and control module, initialized, and functioned properly.the cutting feature of the instrument was evaluated with a test media and it cut as intended. The probe was fully functional and conforming to manufacturing requirements. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a breast biopsy procedure, the cutter moved but the surgeon was unable to retrieve a specimen. No error codes were reported. They completed the procedure with a new like device. There was no patient consequence reported.